Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a display (blank screen) issue. The distributor stated that the display screen was blank, but still had audible tones. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Fo device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on normally with a functional display screen. There were no color or contrast issues, occurrences of a blank screen, or any missing segments found. The complaint could not be duplicated on investigation. A review of the pump history noted two instances of a call service alarm 054. Unrelated to the complaint, investigation received that the battery compartment was cracked.